Event description:
It was reported that the patient experienced numbness on the right leg after the implant procedure. The patient was admitted to the hospital and underwent physical rehabilitation therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred following the implant procedure prior to the date the manufacturer became aware.